Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose, delivery anomaly and low reservoir alarm. Customer's blood glucose level was 400 mg/dl. Customer believed the insulin pump over delivered insulin. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self- test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted. The insulin pump was programmed with multiple boluses and basal rate 0.500u/h and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No over delivery anomaly noted. The insulin pump downloaded properly to the carelink software noted. No upload anomaly noted. The insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.